Event description:
According to the medwatch (uf/importer report# (B)(4)) "the new central line kit felt flimsy and poorly made. The needle required significantly more effort than normal to penetrate the skin, the dilator kinked when attempting to insert it, and the wire began to kink when attempting to thread it. A second kit needed to be opened. The needle and dilator once again had the same issue, but the dilator did not kink as badly so the wire was able to thread and the central line was placed successfully. The patient was not harmed, but she had to undergo a much longer procedure than necessary and the materials that we are suppose to use to perform an important procedure on critical patients feels unsafe".

Manufacturer narrative:
(B)(4). Uf/importer report# (B)(4) date sent to FDA: unk-oct-2020 complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch (uf/importer report# (B)(4)) "the new central line kit felt flimsy and poorly made. The needle required significantly more effort than normal to penetrate the skin, the dilator kinked when attempting to insert it, and the wire began to kink when attempting to thread it. A second kit needed to be opened. The needle and dilator once again had the same issue, but the dilator did not kink as badly so the wire was able to thread and the central line was placed successfully. The patient was not harmed, but she had to undergo a much longer procedure than necessary and the materials that we are suppose to use to perform an important procedure on critical patients feels unsafe".